Event description:
A surgical technician reported that at the beginning of a vitreoretinal procedure the probe cutter stopped cutting, however, it continued aspirating. The product was replaced and the procedure was completed without consequences to the pt. A product sample has been requested for eval.

Manufacturer narrative:
A product sample has been requested for eval, however, it has not been received at the mfg site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).